Manufacturer narrative:
Additional narrative: (B)(4). Patient weight is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: december 15, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a revision procedure, when the doctor tried to adjust the locking caps the screwdriver broke and the doctor could not tighten the locking caps. The date of the first surgery is unknown; the surgery occurred on a fourteen (14) years old patient due to scoliosis. During a checkup the doctor detected that the placed rods are fatigued and decided to make a change. After not being able to tighten the locking caps, the surgeon decided to leave them as they were. During the attempted tightening, a second screwdriver broke. The surgery lasted two (2) hours longer than scheduled due to the doctor not being able to make a good/tight torque on the locking caps. The patient is reportedly okay. All generated fragments could be removed from the patient's body. Reported concomitant devices: locking cap (part 04.636.001, lot unknown, quantity approximately 20); rod (part/lot unknown, quantity unknown). This report is to capture the broken screwdrivers. The fatigued rods requiring a revision procedure is being captured on linked complaint (B)(4). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (scrdriver shaft t25 f/uni-scr, part number 03.689.001, lot number 9291803). The subject device was returned to the manufacturer with the complaint condition stating: during manufacturing investigation of scrdriver shaft t25 f/uni-scr, art. No. 03.689.001, the hardness close to the broken screwdriver tip, stardrive t25, has been measured. The measured value of 59.6 hrc is in accordance to the specification (56-60 hrc) as defined on product drawing. No production failure has been found during investigation at manufacturing site. It has been determined that the breakage of the screwdriver tip (stardrive t25) is caused my mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.